Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no cassette alarm was noted. Subsequently, cassette was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: a sample was returned for investigation. A visual inspection was not documented. During functional testing, the sample was fully priming and connected without difficultly, the pump was set running and the alarm was not activated. Per delivery accuracy test results, the failure mode was not confirmed. The root cause cannot be established. No actions taken were performed since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other text: additional information h3, h6. Device evaluation: a sample was returned for investigation. A visual inspection was not documented. During functional testing, the sample was fully priming and connected without difficultly, the pump was set running and the alarm was not activated. Per delivery accuracy test results, the failure mode was not confirmed. The root cause cannot be established. No actions taken were performed since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.